Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. A computed tomography (CT) scan revealed that infrarenal inferior vena cava (ivc) filter noted was angled at approximately 10 degrees relative to the ivc. A few of the struts appeared to be bending. One of the struts was seen 2 mm from the right ivc wall. The apex of the filter abuts the anterior wall. It was further reported that the patient had their CT scan on (B)(6) 2018.

Manufacturer narrative:
Date of event is unknown, used the first date of the aware month.

Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. A computed tomography (CT) scan revealed that infrarenal inferior vena cava (ivc) filter noted was angled at approximately 10 degrees relative to the ivc. A few of the struts appeared to be bending. One of the struts was seen 2 mm from the right ivc wall. The apex of the filter abuts the anterior wall.